Event description:
The patient was revised due to alleged complications. Add'l info rec'd (B)(6) 2014: op notes rec'd indicating that the liner, head, and neck sleeve were also revised.

Manufacturer narrative:
Analysis shows no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00958, 3010536692-2014-00006, 00007.